Manufacturer narrative:
Additional patient identifiers reported as (B)(6). Patient¿s weight is unknown. Date of postoperative plate breakage is unknown. 510k: this report is for one (1) unknown variable-angle locking compression plate (va-lcp)/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a variable-angle locking compression plate (va-lcp) on (B)(6) 2017. Post-operatively on an unknown date the plate broke. Patient revised on (B)(6) 2018 due to broken plate and nonunion. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown variable-angle locking compression plate (va-lcp). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. X-ray was reviewed and plate breakage could be verified from provided x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.